Event description:
It was reported that when the patient had her hip replacement in 2013 the surgeon damaged contacts and the representative told her 6 of the 10 contacts were no longer working. The representative reprogrammed and it was recommended on having lead replaced at the time. However, the patient said that the manufacturer's representative told her a year ago that the manufacturer is developing MRI-safe interstim system and she wanted to wait for that before replacing. The patient said when last checked last year, they were told the implantable neurostimulator (ins) battery had about 1-2 years left in it. However, the patient said that her back issues can't wait any longer as treatments such as epidurals are not helping with the pain. The patient also mentioned that her wires on her left side as right sacral nerves are dead. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v498894, implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to the event.

Event description:
Additional information received from the patient reported that her left hip was replaced in (B)(6) 2012 and control issues ensued. It was unclear when the hip replacement occurred as it was previously reported that the hip replacement was in 2013. A manufacturer representative checked the device at an annual check in 2013 and found her left sided leads to the stimulator were defective and that was the reason control was not normal at the level that was set. In 2013, the battery life was two years or less. The manufacturer representative increased the setting to the leads about four times what they had been and the patient tolerated this with difficulty. When voiding, it felt like a cattle prod was going off and it was uncomfortable. Approximately eight to ten months later when there was "zero" life estimated on the battery, the patient chose to remove both the defective lead and the battery. See MFR. Report #3004209178-2015-17603 for additional information regarding device removal due to battery depletion and subsequent issues the patient experienced.